Manufacturer narrative:
The reported problem was resolved after troubleshooting with the assistance of olympus technical support via the phone. In troubleshooting the problem, the reporter determined the maj-1959, light source cable was loose. After securing the cable, the reporter white balanced a scope connected to the device and no further problems were noted. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the light from the olympus, model clv-s190, visera elite xenon light source was too bright. In addition, it was reported the device would not white balance properly. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, it is likely the light source cable (maj-1959) was not properly connected, resulted in communication disabled between the light source and the processor, therefore the white balance was failed and the image went too bright. A definitive root cause cannot be identified. This information is addressed in the instructions for use (IFU): "3.1 attention to installation and connection: properly and securely connect all cables. If the cable connector has connection screws, tighten up the screws. Otherwise, equipment damage or malfunction can result." Olympus will continue to monitor the field performance of this device.